Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to the pump tubing eroded through the scrotum causing an infection. The erosion was identified through visual assessment. The aus cuff, pump, and balloon was explanted. The patient fully recovered following the procedure.